Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The doctor reported that while using a phaco tip during the sculpt portion of a cataract procedure, the patient experienced a severe cornea burn. The system settings and irrigation were verified. Additional information has been requested but none has been received.